Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump alarmed motor error after reservoir has been replaced. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. Customer also reported to have received a motor position encoder error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The additional information has been provided with this report.

Event description:
It was reported via phone call that the customer's weight was (B)(4).

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test and during prime test at 4.0 lbs due to moisture damaged inside force sensor resistor. The motor passed motor test. We were unable to verify motor error alarm or encoder signal out error alarm due to prime error alarm. The device was received with cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.